Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. The customer observed "scan error" and "scan again in 10 minutes" messages and called adc to order a replacement product. Due to a delay in the delivery of the replacement product, the customer was unable to monitor glucose. The customer experienced a loss of consciousness, however was able to regain consciousness and self-treat with 2 glasses of orange juice. The customer called 911, and upon their arrival, found that the customer did not require any additional treatment. There was no report of death or permanent injury associated with this event.